Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device "misfired". Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results of the er320 instrument found that it was returned with the jaws yielded. The device was cycled and ejected the remaining clips due the condition of the jaws. It could not be determined what may have caused the jaws damage. It is known from the history of the instrument that the found jaws condition can lead to the reported event of clips being spitted out. Although it is possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.